Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 276-390 mg/dl. To address the bg level, the customer delivered correction boluses with the pump. Although requested by tandem technical support, the customer declined to perform a system check. Recommendation was made to consult with health care provider regarding diabetes management.